Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02060 & 02061).

Manufacturer narrative:
The follow-up report is being filed to correct information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2014 due to elevated metal ion levels. All components were removed and replaced with a competitor hip system.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-02060 / 02062).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2014 due to elevated metal ion levels. All components were removed and replaced with a competitor hip system. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to pain and metallosis. Operative report further noted osteolysis, elevated metal ion levels, windshield wipering and fibrous ingrowth of the stem, darkened black fluid and reactive synovium. During the revision procedure, the femur fractured. All components were removed and replaced with competitor product and a competitor claw plate and cables were implanted.